Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.

Event description:
It was reported per field service report: pump was on pt. Symptom - helium loss alarm. Reproduced in biomed as small source side leak in pneumatic control switch (pcs). Findings/actions taken: biomed replaced pcs and returned pump back into service.